Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's site has reportedly healed. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced skin flap breakdown and device extrusion due to head trauma. The recipient was hospitalized. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device on the contralateral side. The explanted device was discarded and will not be returned for analysis. A review of the device history record noted no rework.